Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, (B)(4) retention samples from bd inventory were evaluated by functional testing, each having their IV shields removed and reattached, and no issues were observed relating to difficult to remove IV shield as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode difficult to remove IV shield. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the, bd preset¿ syringe with attached needle, the device experienced the needle and syringe separating. This event occurred once. The following information was provided by the initial reporter. The customer stated: the nurse opened the package and wanted to use this product but found that the needle cap could not be removed, so she tried several times. Finally, the needle and the needle cap were pulled out together and could not be used.